Manufacturer narrative:
Concomitant medical products: 5076-45 lead; 694758 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient experienced asystole. The left ventricular (lv) lead exhibited loss of capture during a device change-out. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.